Manufacturer narrative:
A manufacturing evaluation was completed: the blade guide sleeve was inspected and has no observed issue. The overall length was measured and found to be within the allowable specification. A review of device history record concluded that product meet all specifications at time of shipment. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review part: 357.369, lot: 6357883: nemcomed (presently avalign technologies ¿ nemcomed) manufactured the blade guide sleeve for trochanteric fixation nails. The certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet. Parts were released to the warehouse on june 21, 2010. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the physician was aiming the aiming arm for trochanteric fixation nail (tfn) to place the helical blade but the surgeon had difficulty with the armed arm. This resulted in difficulty with the measuring of the helical blade and the helical blade was too long. It was changed to the one with the correct measure. In addition the drill clashed with nail when the surgeon was doing the distal locking of the tfn nail and the surgeon had to nail locks manually. There was a prolongation of forty-five (45) minutes in surgery time. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.